Event description:
Zimmer skin graft mesher tore tissue when using the 2:1 cutter. The ratchet handle was stuck. The event occurred during surgery. There was no harm to patient and no delay involved. An alternate device was used for the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On october 31, 2018, it was reported that the tissue tore when using a graft using 2:1 cutter. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 12, 2018 where it was reported that the handle was broken and the roller, worn bushings, worn side plates, roller gear, ratchet gear, and setscrew were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1:1 ratio cutter serial number 1512296 as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number 1512550 as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 3:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on november 2, 2018 revealed that the calibration was out of specifications but the device produced a passing sample graft. There was no damage noted to the device. The 2:1 ratio cutter, serial number (B)(4)produced an incomplete cut and was deemed non-repairable. The 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 2, 2018 which included recalibrating the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Zimmer skin graft mesher tore tissue when using the 2:1 cutter. The event occurred during surgery. There was no harm to patient. No adverse events were reported as a result of this malfunction.